Event description:
This lv lead was an attempted implant on (B)(6) 2012. The physician could not get adequate lv lead position. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).